Manufacturer narrative:
(B)(4).

Event description:
A problem was reported. Hcp reported a motor stall error message occurred when they interrogated pump with magnet. Hcp inadvertently used magnet to interrogate sm ii causing motor stall. It was explained to the hcp the use of a magnet causes the pump motor to stall. Motor stall caused by magnetic interference. Reassured that pump was working properly. No consequences to the patient were reported. If additional information is received a report will be provided.